Manufacturer narrative:
The hill-rom technician found the sidecom cable had broken pins. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed preventive any other preventative maintenance on this bed. The technician replaced the sidecom communication board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating nurse call is not functioning. The bed was located at the account in engineering. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).